Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a battery failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Initial (B)(4) is duplicate of (B)(4). And please refer to (B)(4) for emdr follow up report submitted on 17-feb-2023 and this (B)(4) is cancelled.